Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection. Pump passed functional test includingprime/a33, displacement, rewind, basic occlusion occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted.(B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose was 16 mg/dl. The customer's blood sugars were in normal range all day and then they just dropped while she was sleeping. Customer was not able to wake up and paramedics had to be called. The customer was admitted to the hospital. Customer stated the perceived casue of the low blood glucose was too much insulin. After the troublelshooting was done, customer was advised to speak with their healthcare provider regarding the low blood glucose. The insulin pump failed diplacement test and the customer was advised that the device would be replaced.

Manufacturer narrative:
Additional information has been received, which was not included with the initial medwatch report. The information has been provided with this report.the insulin pump passed delivery volume accuracy test.